Event description:
Unopen box returned. Package contained a 100ml reservoir rather than the 65ml reservoir desingated on the label. Two other units from this lot were previously returned in open packages, making verification of actual package contents unobtainable. This unit was returned intact to verify that the package contents were incorrect. District office r & e coordinator notified may 1. 1997.